Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol ventralex st. The patient is making a claim for an adverse patient outcome against the ventralex st. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years post implant of (B)(6), patient was diagnosed with bowel obstruction, fluid discharge, abdominal pain, mesh migration and mesh deformation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists pain and mesh migration as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-oct-2012) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol ventralex st. The patient is making a claim for an adverse patient outcome against the ventralex st. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with transient incarcerated umbilical hernia thereby underwent open repair with the implant of ventralex st mesh. Per operative notes, ¿the hernia sac was excised. A round ventralex st mesh was deployed in the intra-abdominal space. The fascial defect was closed with sutures.¿ (B)(6) 2016 - patient had abdominal pain and diagnosed with small bowel obstruction thereby underwent laparoscopic repair with the removal of ventralex st mesh. Per operative notes, ¿the small bowel obstruction was confirmed at the level of umbilicus. Free fluid present within the abdomen was aspirated. Small bowel adherent to anterior abdominal wall were taken down. A piece of ventralex st mesh incorporated within the anterior abdominal wall and not incorporated within abdominal wall was crumpled, were excised.¿ attorney alleges that the patient had adhesion, bowel obstruction, bowel removal, mesh shrinkage, pain, mesh crumpled and emotional injuries.